Event description:
It was reported that after successful insertion of the catheter, when connecting the extension tubing, it was found that the catheter and the connector were mismatched and easily disengaged.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refz1187 showed one other similar product complaint(s) from this lot number.